Event description:
Removal of endosseous dental implant. Five implants were placed in class IV during a complex procedure on 9/18/96 in which a sinus graft was done using autogenous bone. The implant in site #3 was removed on 12/5/96 due to mobility.